Manufacturer narrative:
The goretex cup was not returned to the manufacturer for evaluation. Lot/manufacturer mold number of the cup used by patient is unk, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis.

Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report from another country, that the cup broke during neutralization. Neither the cup nor the individual components were available for investigation. There were no injuries reported.